Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, and the codes were 0x40 0x0 0x0. This crt-p was explanted the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, and the codes were 0x40 0x0 0x0. This crt-p was explanted the next day. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, and the codes were 0x40 0x0 0x0. This crt-p was explanted the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation. This product is part of the high impedance in ingenio el pacemakers and crt-ps advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. Interrogation of the crt-p noted the device had recorded the codes 0x40, 0x0, and 0x0. This crt-p was explanted the next day. No additional adverse patient effects were reported.